Event description:
A report was received via social media that the patient was hospitalized due to a bad infection from the lead site and into the blood. The patient was given mydrial and antibiotics intravenously.